Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt cable damaged) has been confirmed. Upon evaluation, the ECG c dome was damaged and the trunk cable connector was broken. The cause for the damaged ECG c dome and broken connector cannot be positively determined but is likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report receiving alarms. While on the phone, she noticed her electrode belt cable was damaged at the connector. The pt was issued a replacement electrode belt.